Event description:
Information received by medtronic indicated that insulin pump had a crack in the top of the reservoir compartment but reservoir was able to lock in place. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer will discontinue to use the pump.

Manufacturer narrative:
(B)(4). On the event date (B)(6) 2022. Customer returned insulin pump for an alleged crack in the top of the reservoir compartment. Insulin pump passed the displacement test and rewind test. However, unit received with motor error alarm during the basic occlusion test. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm. Insulin pump history download using thds was successful. However, alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Alarms are due to the pump not having power for a long period of time. Unable to verify motor error alarm due to corrupted history file. Insulin pump was cut/open and inspected no moisture damage or component damage found inside the pump. Test reservoir lock properly inside the reservoir tube. The following were noted during visual inspection: cracked battery tube threads and cracked reservoir tube lip. Confirmed motor error alarm during the basic occlusion test due to loose/flush drive support disk. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6( hecc,heic) and component codes with this report.

Event description:
Updated summary: information received by the medtronic indicated that, customer experienced hyperglycemia and the customer blood glucose was 300 mg/dl at the time of event. Customer alleged a crack on top of the reservoir compartment, but reservoir was able to lock in place. Customer confirmed drive support cap intact. No harm requiring medical intervention was reported. Troubleshooting was not performed, customer was advised to discontinue use of the device and the product was received for analysis.